Event description:
Two neuroshield were implanted in a lower extremity of a patient on (B)(6) 2023. Approximately 4 weeks after implant (on or around (B)(6) 2023), the first neuroshield dehisced out of a nearly healed incision. The second neuroshield dehisced out of a completely closed incision (proximal aspect of incision) at about 6-7 weeks after implant. This second neuroshield was reported by the patient to cause pain and redness and the patient removed the implant. The events described above were reported to a checkpoint representative on 06oct2023.

Manufacturer narrative:
The surgical site area receives a lot of motion thus potentially causing the device to migrate. Ideally, the device is entirely embedded so there is a layer of fascia between it and the wound closure. Options for dehiscence include: 1) lack of securement of device; 2) device was not properly hydrated, 3) device was placed in an area that was too superficial; and/or 4) excessive patient movement at the surgical site during healing.